Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that there was a loss of phacoemulsification power with the handpiece. An error with advisory was displayed. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided. The customer reported that the phaco handpiece showed loss of phaco power after several seconds, with an advisory system message (sm). There was no reported patient impact. The phaco handpiece was received and a visual assessment of the returned sample did not show any non-conformities. The returned sample was connected to a calibrated infiniti vision system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet alcon specifications per manufacturing test procedure (mtp). The phaco handpiece was manufactured on july 7, 2015. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).